Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings the complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unknown date sometime in early (B)(6) 2020. The patient claimed obtaining a blood glucose reading of ¿120 mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with oral medication (metformin, 500 mg, half a pill in the mornings and again in the evenings) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue began, she became ¿shaky, nauseated¿ and had a ¿headache¿. The patient advised that she self-treated by eating something sweet; however, she was unable to recall what she ate. The patient also reported that in response to the alleged elevated reading she re-tested using the subject device, using a sample from her other hand and claimed obtaining a reading of ¿70 mg/dl¿. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse after the alleged inaccuracy issue occurred with the subject device.